Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing, a 980 ventilator had a battery failure. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se replaced the compressor power control and distribution printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.